Manufacturer narrative:
On november 9, 2021, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 225cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unspecified manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2021, mentor received two 225cc mentor smooth round moderate plus profile saline breast prostheses were received by the mentor failure analysis lab that could not be associated with an existing complaint. Multiple follow-ups were performed, however, no clarifying information was provided. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it was indicated that the device was explanted from the patient on (B)(6) 2021. As a result, this will be conservatively reported to FDA. This medwatch form is for the left breast prosthesis.